Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s husband reported that the patient was hospitalized and is no longer using the omnipod system. He stated that the patient was admitted to the intensive care unit after receiving insulin when she was not supposed to and experienced a blood glucose drop to 32 mg/dl. According to the husband, the hospital staff suggested the pod may have contributed, and the patient¿s healthcare provider discontinued omnipod use and transitioned the patient to insulin pens. The patient¿s husband stated that the patient has been hospitalized for an extended period and required relearning aspects of her diabetes care. The husband declined to provide any additional information, and no details regarding device alarms, settings, or clinical findings are available.